Event description:
Device malfunction: vessel locator button would not lock. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. The physician connected the sheath to the starclose clip applier, however, (step 2) the vessel locator button would not stay depressed to deploy the vessel locator wings (vlw). The device was removed from the arteriotomy without incident. Hemostasis was achieved using a femostop and manual compression. There was no reported adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
The customer reports the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.